Event description:
It was reported that during a da vinci si prostatectomy procedure, the surgeon console's right side image was unusually bright and the colors were off. An isi technical support engineer attempted to troubleshoot the issues over the phone and had the surgical staff reseat the camera cable and then replace the camera head, however, the vision issues remained. The patient was under anesthesia and the port incisions had been made when the surgeon made the decision to abort the planned procedure and reschedule it for a later date. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that the vision issues experienced by the customer were associated with the system's personality module video acquisition (pmva). The pmva is a printed circuit assembly (pca) which receives the stereo video images from the camera controller and outputs the audio and video for the touchscreen monitor. The system was repaired by replacing the affected pmva. The pmva was returned to isi for evaluation. In-house testing was performed and engineering was unable to replicate the customer reported failure. Additional engineering review confirms that the customer reported symptom is consistent with a loose connection on the pmva that was likely restored during removal from the system and preparation for test. As of (B)(6) 2010, there have been no reported recurrences of the issue at this hospital.